Event description:
Ambulatory home infusion pump inadvertently turned off while infusing chemotherapy drug fluorouracil. Pump was scheduled to run over 96 hours, but it turned off without warning on (B)(6) 2024. The home screen displayed a full battery when pump was hooked up to the patient on (B)(6) 2024. Patient had to return to the clinic and have a new pump connected which caused a delay in treatment.